Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2012, to report that this patient had died. The local representative had been contacted by the physician who reported that this patient, with hypertrophic obstructive cardiomyopathy (hocm) disease, had expired the previous week. According to the physician, the patient had been presented for a second radio frequency ablation (rfa) procedure of this patient's atrial arrhythmia. During the rfa procedure and right atrial (ra) pacing, the patient developed non-sustained ventricular tachycardia (vt) that did not require therapy delivery. The local representative did obtain two stored printouts that showed atrial pacing from an external stimuli and development of vt. Following the procedure, a staff member was checking the ra lead and noted a sustained vt that degenerated to ventricular fibrillation (vf). A review of the stored episodes indicated that the device had been programmed to monitor only mode during the onset of these episodes. According to the physician, the device was not delivering shock therapy and multiple external defibrillations were required to regain a stable rhythm. It is unclear at what point during or after the procedure that the device was programmed to monitor + therapy mode. The patient remained in a stable rhythm for approximately 5 minutes but reverted to pulseless electrical activity (pea). The physician reported that capture could not be confirmed despite reprogramming the pacing output to maximum. External pacing and cardiopulmonary resuscitation were undertaken. A team arrived and began the process of placing the patient on extracorporeal membrane oxygenation (ECMO). It appears that the device remained in monitor only mode and the bradycardia pacing parameters were programmed to vvi 40 with an rv output of 0.2v at 0.06ms and then to ooor.

Manufacturer narrative:
It is difficult to confirm the programing sequence for this adverse event as no boston scientific representative was present during the rfa procedure (representative notified post-mortem), no record that bradycardia therapy was programmed to maximum energy in ddd or vvi mode during the procedure, no save-to-disk was performed and no final printouts that included the arrhythmia logbook were generated. The local representative was informed by an attending staff member that the device/lead system was performing normally prior to the rfa procedure. Although attempts were made by the local representative to retrieve the device, the device had already been inadvertently destroyed at the crematory on the day that a boston scientific representative was notified of the patient's death. The two stored episodes were reviewed by technical services. Technical services confirmed that external atrial pacing occurred in both episodes. From the second stored episode, the patient started in an atrial arrhythmia with a slow rv rate. Pacing is initiated and the rv rate increases into the vt/vf programmed zones. The device was sensing well as no drop-out was identified. The rate alternates between programmed zones and satisfies vt duration. However, since the device had been programmed in a monitor only zone, no therapy was delivered. The end of episode timer is at 26 seconds, but the latter 10 seconds of the printout shows a fast atrial and ventricular rate (approximately 300 ms). Technical services suspected that the rate either dropped below the programmed vt rate cutoff or some sort of external therapy was given to convert the patient. Technical services concluded that the device, during this episode, operated as designed and programmed.